Event description:
The customer reported that there was no image on the screen. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep booted the unit 25 times without failure. He tightened the transport ring. The rep noticed artifacts on the image and cleaned the ccd lens, ii lens, then removed the collimator to clean the port the rep found oil leaking from the monoblock and did not repair per the customer. The system functions as intended except for the oil leak.